Manufacturer narrative:
(B)(4). Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified right coronary artery. The 2.5x12mm trek balloon dilatation catheter (bdc) was advanced without resistance. The bdc was inflated once at 23 atmospheres when the balloon ruptured. It wad noted that the bdc was not soaked prior to use. An unspecified atherectomy device and unspecified nc trek bdc were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. It should be noted that the coronary dilatation catheters (cdc), trek rx instructions for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). Additionally, the IFU, states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appear to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.